Event description:
The physician had difficulties during the insertion of the sheath and guide wire. During the sheath insertion, a small dissection occurred in the right common iliac artery. The procedure continued and the delivery system was inserted also with difficulty. The physician noticed a 360 degree wire wrap. The physician attempted to resolve the wire wrap in-vivo but the issue could not be resolved. The physician removed the device from the pt and the wire was resolved. The system was re-inserted and all attachment sites were deployed successfully. During the removal of the device, the jacket guard would not pass the tight, stenotic area just distal to the native bifurcation. The physician then decided to break the device and successfully removed the remaining of the delivery system from the pt. The pt at this time was recovering fine. Blood pressure was fine and no leaks were observed. Post-op day one follow-up showed that the pt had developed poor circulation to the gluteal muscles. The gluteal muscles appeared to be tight and began to show signs of necrosis. The physician to begin treatment of the devitalized tissue by debridement in the ischemic area. Pt underwent fasciotomy treatment. While continuing the treatment on post-op day two, the pt expired on the operating table. Explant was performed. Guidant rep spoke with the physician performing the autopsy: the physician stated that the graft looked great. The proximal and distal attachment sites were intact. No bleeding was observed, no retroperitonal bleeding observed. Only the gluteus muscles were observed to be ischemic. The root cause of the ischemia condition is still unknown. The physician speculated that the ischemia may have been contributed by the operation duration. The pt was lying on their back for several hours and may had a pressure ischemia occur. The graft was explanted and shipped to guidant metro park. It will be investigated when the explant arrives.